Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Console logs from the reported day of event are mostly consistent with complaint and show that after 6 days of uninterrupted hemodynamic support, after the staff reduced p-level to p-1, the pump stopped and ¿impella stopped¿ alarm (#119, due to currents mismatch) was presented on console screen. Multiple manual attempts to restart the pump were unsuccessful. During aic data analysis, couple other irregularities, unrelated to the complaint, were noted: ¿piston blocked¿ event and pud communication issues during initial deairing (from which console self-recovered), and multiple interruptions of data streaming throughout the case. Data logs from the backup console were not available for analysis. The console was returned for evaluation and functional testing was performed with a known-good engineering pump, but the issue of pump stop was not reproduced. The ¿piston blocked¿ issue was most likely caused by purge motor shaft being momentarily immobilized by solidified purge fluid residue (issue self-resolved). Rlm data streaming issues were caused by unexpected rlm reboots, most likely due to microsd card corruption. Both of these issues were unrelated to the complaint. The root cause of pump stop could not be determined.

Event description:
The complainant reported that a controller failure occurred during impella 5.5 support resulting in a pump stop. The automated impella controller was swapped and support was successfully reinitiated with the implanted pump. There was no patient harm resulting from the failure.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a supplemental will be filed.